Event description:
It was reported that the patient did not have good therapeutic response, not getting therapeutic pain relief, to drugs over the last year and the drug dose had accelerated over this time. However, it was also reported that the patient did not have any symptoms or complications associated with this event. A computerized tomography (CT) was performed in (B)(6) 2014. A (B)(6) study and x-rays were also performed. It was thought that the spinal catheter segment migrated up to c7/t1. On inspection of the anchoring device, it was found to be securely anchored in the deep tissue. After it was dissected out, the catheter could not be pulled through the anchoring device. The surgeon thought that migration was now not possible and that this may have been the original implant position. No fluoroscopy was performed at the first implant procedure in (B)(6) 2013. This was reported as no alleged product issue; no product fault. The catheter was explanted and discarded by the customer. A new catheter was implanted. At the time of the report, the patient's status was reported as alive-no injury. This device system delivered morphine and clonidine. Additional information was requested to verify the patient¿s current status and implant date. Should additional information be received, a supplemental report will be filed.

Event description:
It was later clarified that the implant date of the catheter associated with this event was in (B)(6) 2013. The patient was now receiving excellent therapeutic response since the catheter replacement. The patient stated it was the best pain control she has had in a long time and has completely recovered from surgery. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, implanted: as reported (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).